Manufacturer narrative:
Additional information: a1, a2, a3, a3, b5, d9, d10, h3, h6 the plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Event description:
The registered nurse (rn) reported to fresenius that a dialyzer blood leak occurred during the patient's hemodialysis (hd) treatment. Additional information was obtained during follow-up. The reported issue occurred approximately 30 minutes after treatment initiation. The fresenius 2008t machine alarmed appropriately with a blood leak alarm. Blood leak test strips were used and tested positive for the presence of blood. The blood leak could not be visually confirmed. No defect or damage was noted to the dialyzer. The patient¿s estimated blood loss (ebl) was approximately 200 ml. No serious injury or required medical intervention resulted from this issue. The patient completed treatment on a different machine with new supplies. The sample was available to be returned to the manufacturer for physical evaluation.

Manufacturer narrative:
Additional information: d9, h3 plant investigation: the sample was returned to the manufacturer and subjected to a laboratory bubble point test. No leaks, damage, or irregularities were identified on the returned sample. The reported issue was not confirmed. Furthermore, a cause could not be determined. A production records review was performed on the reported lot. An investigation of the device history records (DHR) was conducted by the manufacturer. There was no indication of product nonacceptance, deviation, non-conformance, rework, labeling or process control failure during the manufacturing process which could be associated with the reported event. The lot met all release criteria. Continuous improvement is of the utmost importance to fresenius medical care as we strive to provide dialysis products of the highest quality to our patients. Reports of leaking product are investigated both individually as complaints, as well as via the nc/CAPA program, in order to assess and improve our products and processes. Capas for vision systems and blood leak reduction are recent examples of leak related investigations directed at an overall reduction in dialyzer leaks.

Event description:
The registered nurse (rn) reported to fresenius that a dialyzer blood leak occurred during the patient's hemodialysis (hd) treatment. Additional information was obtained during follow-up. The reported issue occurred approximately 30 minutes after treatment initiation. The fresenius 2008t machine alarmed appropriately with a blood leak alarm. Blood leak test strips were used and tested positive for the presence of blood. The blood leak could not be visually confirmed. No defect or damage was noted to the dialyzer. The patient¿s estimated blood loss (ebl) was approximately 200 ml. No serious injury or required medical intervention resulted from this issue. The patient completed treatment on a different machine with new supplies. The sample was available to be returned to the manufacturer for physical evaluation.

Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Event description:
The registered nurse (rn) reported to fresenius that a dialyzer blood leak occurred during the patient's hemodialysis (hd) treatment. Additional information was requested; however, a response was not received. The patient's estimated blood loss (ebl) was not provided. No serious injury or required medical intervention was indicated upon initial reporting. The sample was not confirmed to be returned to the manufacturer for physical evaluation.